Manufacturer narrative:
Device evaluation: the device was returned with a shell failure, the cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured below astm standards for ultimate break force and ultimate elongation.

Event description:
Suspected silent rupture left side.